Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged diagnosed with kidney disease while using the device. Patient alleged has sinus problems, breathing problems, cough, eye irritation, and congested lungs.the patient did report receiving medical intervention and saw a physician for diagnosis. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower, blower box, blower outlet seal, rear panel o-ring, p4 power connector, dc jack color insert. Unknown contaminate was found on the inside and outside of the top and bottom enclosures, inside and outside of the ui panel, inside the rear panel. The manufacturer visually inspected the device internally and found . Liquid ingress with mineral deposits were observed on the blower, p4 power connector. Inv1023 addresses the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. ER-2243857 v01 addresses the issue of keratin. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was dust/dirt contamination in the airpath, likely from a source external to the device. Pil observed no evidence of degraded sound abatement foam. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney disease, respiratory issues and eye irritations. The patient did report receiving medical intervention (and saw a physician for diagnosis. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.